Event description:
Procedure type: roux-en-y. According to the reporter: orvil anvil would not mate with center rod of eea and the anvil would not un-tilt. Orvil petals were not damaged. The orvil anvil was cut out of the pouch and the regular anvil that came with eea device was placed in the pouch and pursting sewn around it to complete the procedure. No tissue damage or patient injury.